Event description:
It was reported that while being analyzed the external pulse generator's pacing function was interrupted when it was "bumped" or set down. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device's pacing function was interrupted when it was bumped or set down, with light tapping on the unit the "sense" light-emitting diode came on and pacing was inhibited. It was further noted that the upper case, one side bail cover and the serial number label were damaged, the lower case was damaged and contaminated, the ring cover and ring were missing and the keyboard was scratched. (B)(4).